Event description:
It was reported that insulin pump alarms during the prime process and insulin shoots out of tubing. The blood glucose reading is 133 mg/dl. The drive support disk is protruded. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded/loose drive support disk. The insulin pump had broken battery tube threads and cracked case window display corners.